Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 7435, serial# (B)(4), product type programmer, patient product ID 3550-09, lot# n189987, implanted: 2010-(B)(6), product type accessory product ID 3487a-33, lot# j0343688v, implanted: 2003-(B)(6), (B)(4).

Event description:
It was reported that the patient had a new device implanted today and was originally able to feel stimulation on 0-1+ in the back, but now the patient could not. It was indicated that there was a possible intermittent short. It was stated that 0 contact was higher than others, but was not a blatant open or short. The patient reportedly felt stimulation when 1, 2, and 3 were programmed, but not contact 0. It was noted that the patient could only feel stimulation in the legs and not the back, so another lead/extension revision was considered. It was later reported that the patient lost good therapeutic effect with the loss of the 0 contact. It was stated that the issue did not seem to be an intermittent short, and x-rays were ordered. It was noted that impedance tests showed that the contact had impedances around 2000 ohms, which did not display as out of range. If any additional information is received, a supplemental report will be sent.